Manufacturer narrative:
The clinic confirmed that the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) due to non-use and for MRI requirement. Additional information has been requested but has not been made available as of the date of this report.